Manufacturer narrative:
Lot number correction and device manufacturer date provided.

Event description:
A medtronic representative reported that, while during a planned maintenance (pm) the suction was found to be damaged. The distance to divot value was consistently between 2.5-3.2. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date was unavailable. No part has been returned to manufacturer for analysis. A medtronic representative, following up with the site, reported that the site has 2 other 70-degree suctions that are functioning without issue, so cases can still be performed.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.